Event description:
It was reported that the patient presented for an implant procedure. Post procedure, it was noted that the right ventricular lead exhibited high pacing impedance. The pocket was reopened and the lead was replaced. The patient was stable in condition.

Manufacturer narrative:
Previously reported without implant and explant dates but should be actually reported with implant and explant dates in section d6a and d6b please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from (B)(6) 2022. This issue is documented in help ticket 333743, csh-28329 and csh-28471. The initial submission attempt was performed on (B)(6) 2022.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. Analysis found that a complete lead was returned in one piece measuring 58.0 cm with the helix retracted and clogged with blood/tissue. Visual examination did not find any anomalies. X-ray examination found the inner coil was over torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.